Event description:
The scrub technician was holding the fiber during the holap case and the fiber broke; the technician's hand rec'd a second degree burn. There was no pt injury. The technician was treated in the e.r. (No prescription medication was given). Another fiber was used to complete the procedure. Per the customer, the technician was to be off work for 3 weeks and was scheduled to return to work in 2005.

Manufacturer narrative:
Lumenis requested the treatment parameters utilized at the time of the reported problem with the fiber; the treatment parameters were not provided by the customer for the lumenis investigation. Lumenis requested the lot number of the fiber, and the customer did not provide the lot number. The associated powersuite 100w device had been serviced by lumenis on 08/17/2005 at the request of the customer and no findings were reported by the lumenis customer engineer that would relate to the reported problem with the surgical fiber. Based on the information available, no conclusion could be drawn regarding root cause. Lumenis replaced the fiber under RMA (cf42150, boston complaint # 662726). In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.